Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID: evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre implant balloon aortic valvuloplasty (bav) was performed using a 18x40 mm balloon aortic valvuloplasty (bav), which was mounted on a confida guidewire. The delivery catheter system (dcs) was advanced, however encountered resistance when crossing the native annulus. In the next image, the physician identified an aortic dissection at the sinotubular junction (stj) and a lack of profusion at the right coronary artery (rca). The patient present with hypotension and cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and the valve was fully released. The patient died.

Manufacturer narrative:
Image review: computed tomography (CT) tavr evaluation report provided from (B)(6) 2024. Pre-implant CT images provided from (B)(6) 2022, over one year from tavr evaluation ¿ pathology may have occurred after imaging was obtained. CT image quality is suboptimal with slice misregistration and motion artifact. Annulus perimeter and perimeter derived diameter are 69.1 mm/22.0 mm suggesting a 26 mm evolut consistent with report. Unable to verify dissection in sinotubular junction (stj) due to CT artifact. Annulus appears bicuspid with fusion of right coronary cusp (rcc) and left coronary cusp (lcc), 6.5 mm from basal plane with an effective orifice area derived of 20.9 mm. Annular angulation of 43°. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the balloon during the pre-balloon aortic valvuloplasty (bav) caused a micro dissection and the pigtail catheter may have contributed to the dissection. Per the physician, the cause of death was a rupture and dissection of the non-coronary sinus and the delivery catheter system (dcs) contributed to the dissection and death.